Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 250cc's. Pt has no adverse effects. Sample has not been returned to the MFR.